Event description:
Ruptured iabp while in place. Blood noted in iabp line. Required right femoral cut down and removal of sheath and balloon under direct visualization. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: acute inferior mi.